Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that one month post implant, the left ventricular lead was removed due to positioning/fixation difficulties. The lv lead was replaced with a smaller, more optimal lead for the carotid sinus branch. No patient complications have been reported as a result of this event.